Event description:
According to the customer, there have been incidents of surgical site infections after using the product during a "brostrom".

Manufacturer narrative:
According to the customer, there have been incidents of surgical site infections after using the product during a "brostrom". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.